Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). The returned customer samples for batch 5155864 did not confirm the reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5155864. Result: unable to locate leakage point. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that before using the 21 g x .75 in. Bd vacutainer® push button blood collection set with 7 in. Tubing the user noted visible cracks in the tubing. The device was not used on the patient. Several reports from the same customer but only lot # 5155864 could be identified.

Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The correct date of event is (B)(6) 2015.